Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery access site for the 64 year old female patient who had been admitted in with known coronary artery disease with planned high risk percutaneous coronary intervention (hrpci). The patient was admitted in with known history, she had a prior bypass surgery/CABG and aortic stenosis. Other underlying history was not shared. The cp was placed but, was seen to be in poor position, as the pump had moved forward within the left ventricle. The pump was repositioned, and "jumped back" with resulting low flows, and a kink was observed. The team explanted the pump and the access site was surgically closed as there was a bleed at the site. The pump was explanted, and the team gave blood to treat the blood loss. Bleeding is a known risk associated with impella support as described in the instructions for use. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Aortic valve stenosis is listed as a contraindication for the impella cp use.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the introducer. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Major bleed / access site adverse event: the cause of the issue was most likely use-related, as the act was reported to be 300, which is higher than the recommended range. Low or blocked pump flow: the cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Pd-cannula assembly (twist, bent, kinked): the cause of the cannula assembly issue could not be determined without the returned product for investigation and sufficient clinical details. Difficult / unable to remove through other device: the cause of the removal difficulty could not be determined without the returned product for investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, type of investigation and investigation conclusions).